Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite using the proper tandem accessories and attempting troubleshooting steps. There were no adverse impacts on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing the customer with a replacement equipped with updated software. The customer agreed to return the faulty pump using the pre-paid label provided and acknowledged the instructions for receiving and setting up the new pump, including the availability of training through their tandem source account.